Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. No unexpected motion sensor test error alarm was noted during testing. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery and a motion position encoder error alarm was confirmed in the alarm history. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion test due to the motor error alarm. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer had been exposed to cell phone with magnet. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 302 mg/dl. The customer was treated for high blood glucose by changing set/reservoir and bolus. Customer declined to troubleshoot for high blood glucose.